Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient stated they believe it was from having to charge 2-3x per day. Patient stated this was caused by the new program "c". They went back to "b" per rep and she is going to adjust program "c" again but they have not been able to arrange a meeting with her. Patient stated the stimulation turning off by itself was believed to be caused from battery going dead overnight. Patient reported after going back to program "b" they have not had this issue.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Patient reported about 2 months ago they noticed the incision area was very tender and almost inflamed and pt was having sharp pains like needle sticking pain. Patient stated they went to healthcare provider (hcp) and healthcare provider thought they had a broken lead so healthcare provider had an x ray done and everything looked fine. Patient reported they met with a representative last week and they adjusted the programming. Patient stated since getting the programming done last week the implant is shutting itself off on its own three times in the last week and the ins is fully charged up. Patient stated they had turned off the ins for two weeks and could not tell the difference if the therapy is on/off. Patient stated they do not feel pain/sensation on the incision area any longer. Patient mentioned ins was set for head MRI only and  rep updated the programming for full body MRI eligible. Agent reviewed the device function and reaso n the ins would turn off and therapy on/off button on the controller. Agent recommend patient consult with hcp office for next steps. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.